Event description:
Customer reported being rushed to the hospital. Hospital stated customer's device = 40 points higher, although a value was not provided. Hospital device = 2 mg/dl. Customer was given a glucose IV and pain medication. Customer stated hospital threw away device that was in use at the time due to the difference in results. No controls used. Strip information is not available from the time of the incident 7 months ago. A request was made for return product and replacement product was sent.